Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a motor error alarm during basal. The customer stated that motor error alarms have occurred more than once in the past thirty days. Troubleshooting was performed. The insulin pump passed the self test but failed the displacement test. Nothing further was reported.